Event description:
Healthcare professional reported "rupture confirmed during hematoma surgery" and "gel noticed in axilla when the hematoma-ndr on the back of latissimus dorsi site when excised". This record is for the left side. The device remains implanted. Explant surgery is scheduled and the device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b.5., d6b., h.6.

Event description:
The device was explanted, replaced and will not be returned.